Event description:
It was reported, the patient experienced stimulation in an unintended area before losing therapy. An impedance check was performed and revealed high impedance. X-rays were taken and revealed no anomalies. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).